Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in moderately tortuous, severely calcified, 80% stenosed left main coronary artery (lm). A 2.50 x 16 mm taxus express2 drug eluting stent was advanced but was unable to cross the lesion. During the withdrawal attempt the physician felt resistance and the stent came off the catheter in the left main artery. The physician was unable to locate the embolized stent for removal. The procedure was successfully completed with another taxus stent of unknown size. No patient complications were reported and the patient was discharged to home. The patient's status is reported as `satisfactory/good'.